Manufacturer narrative:
E: phone number last few digits (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, the hose gives an overpressure alarm when connected correctly. They have not noticed any problems with the pump, only with the accessories, the replacement pump reports the same alarm. The incident occurred while changing cassettes and extension sets. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-08123 is no longer considered reportable, please disregard any reports associated with it.